Event description:
The user provided the following description: they used the unit for warming blood. The unit worked well for ~5 minutes. Then they noticed blood was leaking from the connector of the disposable unit and it felt too hot. No alert was provided by the unit. No smell of smoke / burn. They immediately cut the warming.